Event description:
Per the clinic, the patient experienced pain and infection at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.